Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severely calcified mid left anterior descending artery lesion. A dissection and perforation were noted after treatment. The patient had no pulse. The physician was unable to cross the lesion with a covered stent, thus balloon angioplasty was used to treat the dissection and perforation. The patient had cardiac tamponade when pericardiocentesis was performed. A non-csi device was inserted, and a thoracotomy was performed. The patient continued bleeding. Extracorporeal membrane oxygenation (ECMO) was inserted, but clotted off. The patient was re-opened for clot retrieval, however there was continued instability. The patient expired.

Manufacturer narrative:
Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation and vascular dissection are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).